Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the patient presented due to stable angina (ccs class ii). The target lesion was 100% stenosed with a reference vessel diameter of 3.0mm and timi-0 flow. It was treated with predilation and placement of a 3.0x20mm taxus express2 stent without post dilation. Visually, residual stenosis was 0%. However core lab analysis indicates there was 10% residual stenosis. Timi-3 flow was restored. At the time of the event, the patient had developed unstable angina. There was visually 99% stenosis and timi-1 flow. However core lab analysis indicates there was 86% stenosis. Following treatment, there was visually 10% residual stenosis, 19% per core lab analysis and timi-3 flow was restored.

Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, restenosis occurred. The target lesion was located in the proximal right coronary artery (rca). It was treated with placement of a 3.0x20mm taxus express2 stent. The two year follow up performed in (B)(6) - 2010 found the patient had no anginal symptoms. (B)(6) - 2010, the patient developed angina and underwent cardiac catheterization which revealed a 99% stenosed and 20mm long lesion in the proximal rca. This was reported to be in stent restenosis. The lesion was treated with a cutting balloon resulting in 10% residual stenosis. The condition was reported to be improved and the patient was discharged the next day. It is the opinion of the physician that this event is possibly related to the (B)(6) study stent.